Event description:
Stent catheter was introduced into patient's body for deployment. It was unable to be passed across the stenosed area and was to be removed undeployed. While removing the stent catheter, the wire also pulled back out of the vessel and into the catheter. When removed from the body, no stent was observed on the catheter. The stent was located in the patient's vessel. Attempts to remove the stent were unsuccessful and it passed into the patient's gluteal artery.